Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. Additionally, the customer alleged that bolus delivery was intermittently being suspended. Blood glucose was 400 mg/dl. Review of the pump data logs verified that the boluses were being suspended due to the occlusion alarms. The customer adjusted the infusion set placement and changed supplies to address alarms.